Manufacturer narrative:
Block d6a: implant date unknown, date approximate.

Event description:
It was reported that after experiencing a fall the patient felt more pain in his back. X-ray imaging was performed which revealed the spinal cord stimulation (scs) lead had migrated. The patient underwent a revision procedure in which the physician attempted to reposition the lead, however was unsuccessful. Therefore, the physician explanted the lead and replaced it. The explanted lead will not be returned as it was discarded. The patient is doing fine postoperatively.